Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. As received, the penta stim end lead segments did not exhibit any internal broken wires when verified visually and electrically. One of the two returned incomplete terminal lead segments had two broken wires due to explant damage and is consistent with electrocautery damage.